Event description:
It is reported that nine patients had radiolucent lines present at the tibia with no evidence of loosening.

Manufacturer narrative:
Information was received via published literature. The device history records could not be reviewed as the part and lot number is unknown. Surgical notes were not provided; however it was reported in the journal article from which the complaint was generated that mis multi-reference 4-in-1 instrument surgical technique was used for the surgery. It was also noted in the article that the tibia was cut perpendicularly to the tibial axis, with 7 degrees posterior tibial slope. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The package insert states that "loosening or fracture damage of the prosthetic knee components or surrounding tissues is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided. Please reference literature a the following location: